Event description:
Forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain, mobility, swelling and increased sensitivity. No further patient complications were reported.